Event description:
(B)(4). Due to right after that, a year down the road I started getting sick, maybe my body did agree with the metal, cause I know they can cause rust, and that's when I stared really feeling they pain. Ill I want if reversal done immediately...I now have a autoimmune disease. And on disability.. And I had it don't in (B)(6) hospital in (B)(6). There number is (B)(6), there I was married and my date of birth is (B)(6) 1982.